Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: heartware continuous-flow ventricular assist device thrombosis: the bad oeynhausen experience. The journal of thoracic and cardiovascular surgery, 2012; 143 (4): e37-39. Doi:10.1016/j.jtcvs.2011.12.035 this device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article discussed vads for left and right ventricular support in adults and treatment of vad pump thrombi. Multiple patients were noted in the article; however, a one-to-one correlation could not be made with unique device serial numbers. One patient developed a pump thrombus , with evidence of subtherapeutic international normalized ratio (inr), increased vad power consumption, abnormal increased vad flow rates, elevated lactate dehydrogenase (ldh) and free plasma hemoglobin (hgb), icterus and darkened urine. The patient was initially treated with thrombolytic medication, but developed severe bleeding at the driveline and later underwent a pump exchange to resolve this complication. The status/location of the vad is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: hvad pump with unknown serial number was not returned for evaluation. Review of the manufacturing documentation could not be performed since the pump's serial number is unknown. Review of log files could not be performed since log files were not provided for analysis. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported events. Based on risk documentation, high power events may be attributed to multiple factors including but not limited to high flows, thrombus formation/ingestion, incorrect setting of alarm thresholds. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.